Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained ventricular oversensing episodes due to post paced t-wave oversensing was noted. Device reprogramming is anticipated and the patient was in stable condition.